Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing fse found that the issue with small board. Fse replaced the single board computer. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.